Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was 80% stenotic lesion in a severely tortuous ramus interventricularis anterior artery (riva). After predilation the physician attempted to reach the lesion with a taxus liberte - 3.0 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Upon withdrawal a complete shaft fracture occurred. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another unk stent. No pt complications or injuries were reported. Pt status is reported as "ok."